Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime. Customer was advised to remove the reservoir and try to rewind but the device is stuck in trying to rewind. Blood glucose value was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime error during basic occlusion test due to faulty force sensor. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.